Event description:
It was reported while using bd 112 in 15 drop IV administration set the tubing was kinked. There was no report of patient impact. The following information was provided by the initial reporter: staff report having tubing recently that was kinked really bad.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-sep-2022. H6: investigation summary 2 used samples for model # mx9128 was returned for quality investigation by the customer. It was reported by the customer that tubing was kinked really bad, but no kinked issues observed with the tubes. The set was examined for defects and abnormalities for flow issues. Testing was performed in one of the samples by attempting to prime the set using a saline bag. The set was unable to be primed initially. Then, each y-site (3 nac y -site tubing set) in the tubing set was attempted to be flushed by using 10 ml syringe with saline solution. The y-sites were able to be flushed successfully. Then the set was primed using a saline bag a second time. This time, the tubing allowed fluids to pass through the set without issue. The sample was examined for excessive solvent under magnification, however no excess solvent was observed. The affected part was received by manufacturer and an investigation was completed as per details below: visual inspection ¿ sample was inspected, no issue was found. Functional inspection - sample was functionally tested (opening pressure, flow rate & back flow) and passed all tests. Dimensional inspection ¿ samples was dimensionally tested and passed all tests a device history record review for model #mx9128 and lot number 22059113 was performed. The search showed that a total of 96,003 units in 1 lot number was built on 21jan2022. Returned sample preformed functionally within specification, the opening pressure was at 7 cm wg and flow rate was at 288 ml/min. The complaint could not be replicated, no occlusion was observed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 112 in 15 drop IV administration set the tubing was kinked. There was no report of patient impact. The following information was provided by the initial reporter: staff report having tubing recently that was kinked really bad.